Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. The patient reported that their implantable neurostimulator (ins) is being removed because it hasn¿t worked in over a year. The patient stated that the therapy wasn¿t helping with their pain, and there was a ¿ghost spot¿ where their pain is. They noted that now the implantable neurostimulator (ins) is completely dead and won¿t charge or do anything. The patient stated that they have tried everything, and made adjustments, but could not get the therapy to the spot where their pain was. They also mentioned that they fell down concrete steps in (B)(6) 2019. The patient was redirected to follow-up with their healthcare provider t request a manufacturing representative to be present at their explant. No further complications were reported or anticipated.